Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: past (B)(6) years old exact age not provided. Date of event: unknown. Explant date: if explanted, give date: not applicable. To date, the iol remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
An e-mail was received from a male patient saying that after having cataract surgery on both eyes using tecnis multi-focal intraocular lenses (iols) in (B)(6) 2015, the patient is seeing extra bright halos and bright lights around luminous objects (ex. Head lights of oncoming cars) which causes trouble, especially, while driving in evenings and nights. The patient also sees a grey color background behind bright letters on dark backgrounds. The patient stated that he started to notice the symptoms soon after surgery; but the dr. Said we should wait few weeks for "adjustment" and I was seeing things brighter than usual. Now, am in final rounds of evaluation and this persists. I am past (B)(6), exact age not provided. No further information was provided. Since both eyes are affected, there will be two medical device reports (mdrs). This one represents the left eye.